Event description:
Caller reported a cartridge alarm 20 during the load process. There was no adverse impact to the customer¿s blood glucose level. Cts confirmed the issue with consecutive cartridges and decided to replace the pump, advising the caller on using mdi as backup therapy. Cts provided instructions for putting the pump into storage mode and ensured the caller knew how to return the problematic pump within 10 days. A replacement pump was sent with shipping instructions acknowledged by the caller.